Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generates occlusion alarms when used with unspecified pumps. The report stated that biomed is seeing a huge influx of plum pump work orders coming into their department, almost all of the work orders state "proximal occlusion" when first starting the pump. They bring the pumps to biomed, run them on their infusion pump analyzer, and they pass without any issues. No alarms, no error messages, nothing. They are having a tough time recreating the problem. They're starting to think there may be a defective lot of tubing/cassette packages being used. There was no patient harm reported.

Manufacturer narrative:
The complaint of a proximal occlusion alarm on the 146870489 could be confirmed due to a lot review. No samples were returned for investigation. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed and CAPA activities are on-going.